Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) female patient who had essure inserted. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years 5 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jul-2021: previously reported event "injury" updated to "medical device removal", patient information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Mhra incident no: (B)(4). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on (B)(6) 2021: reporter information, patient middle name, event: medical device removal updated to pain. Event: abnormal bleeding added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 32-year-old female patient who had essure inserted. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years 5 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 31-aug-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in a 32 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pelvic pain female, parity 3, asthma, back ache, swelling, augmentation mammoplasty, bacterial vaginosis, pregnancy with iud, mood change, partial expulsion of iud, post coital bleeding, vaginal bleeding, dyspareunia, irregular periods, endometriosis and abdominal pain. Previously administered products included: copper iud. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2021. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (laparoscopic total hysterectomy and bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device intolerance, dyspareunia, genital haemorrhage, mental disorder and pelvic pain to be related to essure administration. The reporter commented: number of coil inserts: right: 4coils in cavity. Left: 3 coils in cavity. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2018: both fallopian tubes appear occluded. [Pathology test] on (B)(6) 2021: final diagnosis: uterus and both fallopian tubes ¿ proliferative phase endometrium, focal adenomyosis. [Ultrasound pelvis] on (B)(6) 2020: normal ultrasonic appearances of the uterus and ovaries. Mhra incident no: (B)(4). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: medical record received. New events inability to tolerate the device, dyspareunia, psychological issues are added. Medical history, lab data and reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.